Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old hispanic female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 200cc gel breast prosthesis (left device) and a mentor memorygel breast implant 250cc gel breast prosthesis (right device) developed baker grade IV capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent unilateral explantation of the left breast prosthesis on (B)(6) 2022 and it was replaced with a mentor memorygel breast implant 250cc gel breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 14-jul-2022, mentor received additional information about the event. The patient had a capsulectomy performed on her right breast to treat the capsular contracture on (B)(6) 2022. The right breast prosthesis remains implanted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on 29-aug-2022, it was decided to add h6 medical device problem code code use of device problem (a23) to more accurately capture the reported event. It was reported that the device was re-implanted into the patient¿s breast. Manufacturer¿s reference number: (B)(4). H6. Medical device problem code: use of device problem (a23)